Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. When attempting to dispense the product a glass shard penetrated the applicator and pierced the finger of the healthcare professional. General first aid applied. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) - shard penetration. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
This medwatch report #2210968-2014-03117 is being voided as this report is a duplicate of medwatch report #2210968-2014-00139. All information will reside in medwatch report #2210968-2014-00139.